Event description:
It was reported that during a lobectomy, a blue load was fired and caused malformed staples at the distal end of the staple line. Used sutures to complete the case with no pt consequence.